Event description:
It was reported that the customer did not properly remove air from the cartridge resulting in an elevated blood glucose (bg) level displayed as "high" (specific value was not known). To address the issue, the customer administered a correction injection. Technical support assisted the customer in removing air bubbles from the insulin cartridge and advised on proper loading techniques. The customer resumed insulin delivery after understanding and acknowledging the guidance provided.